Event description:
Information received a smiths medical tracheostomy silicone - bivona tubes adult aire-cuff required intervention to preclude serious impairment. Reported while in use with the patient, the cuff kept deflating which caused breathing issues for the patient. It was reported cuff was originally inflated with 30ml of air. The patient was being observed at home and then needed to be hospitalized. The patient was examined and no signs of tracheomalacia was identified. The tube was replaced and reported patient status reported.